Event description:
When the device was turned on they would not get any power. The customer tried several outlets in different rooms and continued to received no power. There was no patient consequence; a second device was used to complete the case.